Manufacturer narrative:
The technician replaced the worn siderail latch and mounting bracket to repair the bed.

Event description:
Info received indicates the right intermediate siderail will not latch.